Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 715 mg/dl. The cause of the high bg was due to the pump shutting down due to the pump battery not holding charge. Reportedly customer went to the emergency room (ER) on (B)(6) 2023 and was subsequently hospitalized and admitted to the intensive care unit (ICU) due to the high bg, customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.